Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On (B)(4) 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(4) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. Based on continued trending of all acrysof® models the acrysof® iq toric sn6at6, sn6at7, sn6at8 and sn6at9 intraocular lenses (iols) for the (B)(4) market were added to the voluntary recall ((B)(4) 2015). (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the approximately one week postoperative the patient also developed anterior chamber cells and anterior chamber flare. There was no bacterial testing performed. The patient was also treated with steroids, antibiotics and non-steroidal anti-inflammatory medication. The symptoms improved after the initial medical treatment. The vitreous opacity was improving after the sub-tenon injection that was performed twice. According to the surgeon, the event was considered non-infectious because the steroid were effective.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been two similar complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed inflammation. On the seventh postoperative day, the patient experienced blurry vision and was seeing floaters. Three days later the inflammation worsened, cloudiness was confirmed in the vitreous humor and decrease visual acuity was observed. The patient was treated with a steroid injection. The iol remains implanted. There was no indication that a bacterium inspection has been performed. Additional information has been requested.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-(B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient's symptoms are improving.